Event description:
It was reported that this patient received eight inappropriate electric shocks over the course of two episodes due to oversensing atrial signal in the right ventricular (rv) channel as well as rv signal in the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) recommended an x-ray. The physician turned off tachy therapy. The patient was admitted to the hospital then a lead revision procedure was performed due to migration of the lead. No additional adverse patient effects were reported. Currently, this lead remains in service.